Manufacturer narrative:
This report is submitted on may 21, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020. It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
This report is submitted on 7 september 2020.